Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm and 31mm watchman flx laa closure device & delivery system (wds) were used without success. There was heavy pectinate noted in the anterior lobe of the appendage. After recapture an redeployment of a 27mm device it was evaluated for release criteria. An effusion sweep was performed and no effusion was noted. All release criteria was met and the device was released. Upon release and conclusion of the procedure, another effusion sweep was performed and there was no effusion. During the post-procedure transesophageal echo (tee) evaluation, the device was noted to have embolized. Upon interrogation of the tee, it was noted that the device was lodged in the left ventricular outflow tract. Endovascular retrieval was attempted without success and the patient was taken to surgery for device retrieval. The patient was reported to be doing well. It was further reported that the compression was 10-12 percent and the shape of the device once deployed was marshmallow-shaped.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm and 31mm watchman flx laa closure device & delivery systems (wds) were used without success. There was heavy pectinate noted in the anterior lobe of the appendage. After recapture and redeployment of a 27mm device it was evaluated for release criteria. An effusion sweep was performed and no effusion was noted. All release criteria was met and the device was released. Upon release and conclusion of the procedure, another effusion sweep was performed and there was no effusion. During the post-procedure transesophageal echo (tee) evaluation, the device was noted to have embolized. Upon interrogation of the tee, it was noted that the device was lodged in the left ventricular outflow tract. Endovascular retrieval was attempted without success and the patient was taken to surgery for device retrieval. The patient was reported to be doing well.